Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6)2014; inratio: 2.8; lab: 2.4. Date: (B)(6)2014; inratio: 3.4; lab: 2.9. Date: na; inratio: 2.6; lab: 2.1. Time between each comparison: 1 hour. Patient self tester's therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
It was determined that the data provided by the customer was within the allowable bias of 25% and meets release criteria. The customer's results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.